Manufacturer narrative:
Product complaint#: (B)(4). Corrected information: d4: primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was obtained: according to our standard procedures, it was initiated an investigation focused on the following: a. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tips involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. B. Results of quality control performed at ig facilities lnstituto grifols, s.a. Reviewed the results of the quality controls performed to the incoming materials (tips) involved in the notification. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, 804h144391, was performed. The results were found correct within specifications and no deviations were detected. Even though a definitive root cause cannot be determined, considering that there were no evidences detected during the manufacturing process of the tips, and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the components used.we would like to remark the importance of following the leaflet instructions regarding the thawing of the product as well as the tip connection instructions. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number? Vst10 box lot # b04h144391, dual applicator package lot # 3357527. This was provided in the vst10 box. 2. Was any leakage or product solution observed at the luer locks connection? No 3. Was the issue resolved using the same vst10 product? Or was a new unit opened to correct the situation? Same vst10 product and dual applicator were used. Both the frozen syringe and dual applicator were placed in warm water to thaw, but prior to connecting. 4. Were there any unexpected outcomes or complications as a result of the event? No. 5. Are there pictures of the damaged device available? Only pictures are of the packaging. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and a fibrin sealant preparation device was used. The sales representative was called to the operating room as the scrub tech was having issues disconnecting the dual applicator open tip from the dual applicator. The dual applicator and syringe holder had not yet been connected. The fibrinogen and thrombin were still frozen. The tech has used the product many times and stated she did not tighten the grey luer locks on the open tip. The sales representative advised her to thaw the product in warm water and she placed the dual applicator tip in the water as well. After thawing, the syringe luer caps were removed, excess air was expressed, and the dual applicator with open tip was connected to the syringe holder. She was then able to turn the grey luer nuts to remove the open tip and replace it with the lap tip. The product was used successfully in the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.